Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation one month post-implant. The left ventricular (lv) lead was found to have high thresholds and phrenic nerve stimulation in all vectors. Radiography confirmed the lead had dislodged. The lv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.